Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were contacted their healthcare professional due to high blood glucose event. The customer's blood glucose levels were 460 mg/dl and 400mg/dl which were treated with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. High pressure test result was showing no delivery. The insulin pump will not be returned for analysis.